Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Following an atrial fibrillation procedure, a pericardial effusion occurred in the coronary sinus. The tension was low and an echocardiogram confirmed an effusion. A pericardiocentesis was performed which stabilized the patient. There were no performance issues with any abbott devices.